Event description:
It was reported that the radiofrequency programmer head originally returned as it was no longer needed subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the head failed all uplink amplitude tests and it was further noted that the cable was twisted and that the label was delaminating. The head was being sent on for repair. (B)(4).